Manufacturer narrative:
Customer returned pump for an alleged no delivery/occlusion alarm/charge/battery lasts less than expected/keypad/button unresponsive/button error alarm/no current code/category found on (B)(6) 2024. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self-test. All buttons function properly. No unexpected no delivery/occlusion alarm, low battery alert or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. No unexpected no delivery alarm found in the pump history file/trace. No stuck button error alarm found in the pump history file/trace on the event date 23-dec-2024. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert (104) on (B)(6) 2024 at 16:15:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded/stained serial number label, broken battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. No delivery/occlusion alarm, charge/battery lasts less than expected, keypad/button unresponsive/button error alarm or no current code/category not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced button sticking at times, eats mores batteries, no delivery alarms, slight indent above screen. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-387a, mmt-332a. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported a short battery life or a low battery alarm. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for mmt-387a. No product return is required for mmt-332a.